Manufacturer narrative:
A complete analysis of 1 opened and used reservoir found the plunger it was functioning properly. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that the plunger would not plunge. The customer's blood glucose level was 120 mg/dl. The customer was informed that the device needs to be returned, and it would be replaced. No further details were provided.